Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the universal seal for failure analysis investigation. The instrument was analyzed and was found to have tear on the black rubber duckbill. The torn piece was missing and was not returned with the seal.

Event description:
It was reported that during a da vinci-assisted surgical procedure, when the customer checked the universal seal before completing the surgery, they noticed a hole and crack approximately 2mm in size. The customer reported that there were no broken pieces of the product collected. The procedure was completing as planned with no reported injury.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis is still ongoing. Additional information is being gathered to determine the contribution of the device to the customer reported issue.